Event description:
Following valve implantation, the pt experienced headaches. The valve was confirmed to be functioning properly in 2003. In order to determine whether the valve's opening pressure had any influence on the pt's headaches, an attempt was made to reprogram the device but the shunt mechanism was determined to be faulty. The valve was explanted.